Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013 patient reported being pushed into a pool while wearing his infusion device. Patient stated the infusion device was completely submerged and water was in the battery and cartridge compartment. Patient reported the infusion device beeps but the display is blank. Patient stated he did not receive any error messages or alerts prior to the display going blank. Patient reported he has already tried using a new battery cover and both type of batteries. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, battery, and battery cover for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product result the event logs within the stop mode were reviewed and an e8 error was found. The ir-port is defective thus read out of the device configuration and history was not possible. The soft components of the housing are worn down heavily. Therefore moisture entered the insulin pump and caused damages to the pump electronics. The damages led to the triggering of e8 errors after restart. History list: due to the damage on the pump, an investigation of the device history was not possible. Battery cover: the battery cover passed the optical inspection. The problem mentioned by the customer is related to careless handling of the product.